Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they are not sure what the circumstances that led to the pain and numbness they felt, but the numbness is getting worse and they need to know the problem. The patient added the numbness and pain have not been resolved, but rather have gotten worse, severely worse with numbness on their left side of back and severe pain. The patient added nothing has been done yet to resolve the pain and numbness; they are waiting for someone to meet them at the healthcare professional's office.

Event description:
The consumer reported that the patient experienced pain and a little numbness above the implantable neurostimulator (ins). In 20 to 30 minutes, the patient would get pain if they were sitting too long and they were not sure if it was the placement of the ins or what was causing this. The ins was a little further down to the butt cheek in an awkward place. The pain started in 2015 and had started to get worse over time in (B)(6) 2016. The numbing started when the patient was sitting cross-legged and felt a strange feeling like someone shot them with a needle. It was like a numbing, but weird from the pacemaker up the back on the left side. The numbness was sudden starting 1 to 2 weeks ago. The patient¿s managing health care provider (hcp) didn¿t really know what to do and wanted a manufacturer representative to meet at their office with the patient to check the device using the clinician programmer. The patient¿s next appointment would be on (B)(6) 2016. The patient had pain medication that they could take if they needed it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). The consumer reported that the patient experienced pain and a little numbness above the additional information from a healthcare professional (hcp) reported the cause of the pain and numbness is unknown. The hcp noted the patient is still having pain and the are taking pain medication. The hcp noted they saw the patient on (B)(6). The hcp noted the patient did turn the device up, the hcp stated it did not change much, they thought maybe it is just something local because the patient says it is positional which it would have to be moved. The hcp noted the questions is "what is the status? Where are we in terms of how the leads are doing, ect?" The patient is working on a diary, she is variable. Sometimes the patient is 3 and sometimes it is 5 to 6. The patient had no changes in past medical history, no allergies. The patient showed general appearance shows good nutrition with attention to grooming. The patient had no psychiatric complaints on the day of the report. The patient was oriented as to time, place and person. There are no musculoskeletal or hematological complaints. The hcp noted the spine is straight with no evidence of kyphoscoliosis. The hcp noted the interstim is in place. The hcp stated the extremities reveal no edema or demonstrable nerve loss. The patient noted she does stick to her diet, elmiron, hydroxyzine, and elavil. The hcp noted interstim reprogramming. The hcp stated a urinalysis was done in order to evaluate the patient for blood, infection and acidity of urine. The hcp noted it will evaluate protein and ph of the urine. The hcp noted in the office they use chem strip 7. The urine screen is done to rule out infection and is done in all cases due to the absence of white blood cells often in specimens that are infected. The hcp noted the urinalysis showed a ph of 9, a trace of protein, the dipstick was negative and a culture was taken. The patient's vital signs were blood pressure (B)(6), weight was unknown, temperature was (B)(6). The impression was interstitial cystitis, bladder instability, urgency, pelvic pain, which was a 10 out of 10 at times. The patient plans to look over the information the hcp gave her on interstitial cystitis again. The patient has been interrogated so the hcp can get some idea about the status of the device, where the battery life is, and where it is in terms of how it's contacting in terms on neurostimulation. The hcp noted the battery was changed on (B)(6). The hcp noted it is still working if she moves to a certain location she has discomfort so it is just local factor. The hcp noted they needed to be able to assess what to do with the generator and the lead. The patient is taking oxycodone 30mg's #126 1 q 3 hours prn pain. The hcp noted they will see the patient in 3 weeks and try to have the device interrogated by the manufacturer representative (rep). The hcp gave her the thing stressing exercise, diet and sleep, avoidance of stress. The hcp gave the patient mycolog cream 30 gram apply bid refill time 5 for the a rash underneath each breast. The hcp noted they saw the patient on (B)(6) and they reported the patient was walking along the street, kid rode by on his bicycle and the rest is history. The hcp offered her solace that she is not the only one and that is about as far as it goes. The patient was negative for gi and neurological complaints. The patient showed general appearance showed good nutrition with attention to grooming. The patient had no psychiatric complaints at the appointment. The patient was ordinate as to time, place, and person. The patient's abdomen is soft, without masses, no cva tenderness, no bowel sound were present. There was no musculoskeletal or hematologic complaints. The patient's spine is straight, no evidence of kyphoscoliosis. There was no vaginal examination, no evidence of hernia. The patient's extremities revealed no edema or demonstrable nerve loss. There was no perirectal disease. A urinalysis was done in order to evaluate the patient for blood, infection and acidity of urine. The urinalysis on (B)(6) showed 3+ leukocytes, the dipstick was positive and a culture was taken. The patient's vital signs were blood pressure (B)(6), temperature (B)(6), impression interstitial cystitis, bladder instability, urgency, pelvic pain, 10 out of 10. The hcp noted a change of batteries in stage 4 at 1.3. The hcp noted they saw the patient on (B)(6). The patient had pain on her left. The patient had gone to the emergency room and they told her she had a stone. The hcp noted they do not have the result of the CT scan. The patient was also told her had an infection. The patient noted she had not had an infection for a long time. The patient noted she did not get any antibiotics to go. The patient was given cipro in the emergency room. The hcp thinks that it likely that she did not have an infection supporting fact that is they have done multiple cultures. The patient turned the device back on. The patient planed to keep her interstim device on for one week, she will see how many times she gets up at night, and then she is going to turn it off. She will then report how many times she gets up and she will arrange to have her evaluated by the manufacturer. The patient was negative for gi and neurosurgical complaints. The patient showed general appearance showed good nutrition with attention to grooming. The patient had no psychiatric complaints at the appointment. The patient was originated as to time, place, and person. The patient's abdomen is soft, without masses, no cva tenderness, no bowel sound were present. There was no musculoskeletal or hematologic complaints. The patient's spine is straight, no evidence of kyphoscoliosis. There was no vaginal examination, no evidence of hernia. The patient's extremities revealed no edema or demonstrable nerve loss. There was no perirectal disease. The urinalysis showed the dipstick was positive, a culture was taken, ph was 5, no glucose, no ketones, no white blood cells, no nitrites, positive for protein, trace amount of blood. The hcp noted they saw the patient on (B)(6) and the patient is trying to get in touch with the manufacturer, but that is not working. The hcp stated we will take the ball and find out whether we can get anybody to come over and evaluate the system. The hcp noted they would hate to just take it out without going through the proper steps. It was noted she had that on her left side. The hcp noted the patient showed general appearance showed good nutrition with attention to grooming. The patient had no psychiatric complaints at the appointment. The patient was ordinate as to time, place, and person. The patient's abdomen is soft, without masses, no cva tenderness, no bowel sound were present. There was no musculoskeletal or hematologic complaints. The patient's spine is straight, no evidence of kyphoscoliosis. There was no vaginal examination, no evidence of hernia. The patient's extremities revealed no edema or demonstrable nerve loss. There was no perirectal disease. A urinalysis was done in order to evaluate the patient for blood, infection and acidity of urine. The patient's vital sign were blood pressure (B)(6) temperature (B)(6) impression: interstim therapy with pain, interstitial cystitis, bladder instability, urgency, and pelvic pain. The hcp noted they saw the patient on (B)(6), the hcp noted the patient comes in because they are complaining about the device, the hcp noted she is much more vocal than she was before. The patient did get a hold of the manufacturer and they were going to try and arrange the time. The patient was negative for gi and neurological complaints. The patient showed general appearance showed good nutrition with attention to grooming. The patient had no psychiatric complaints at the appointment. The patient was ordinate as to time, place, and person. The patient's abdomen is soft, without masses, no cva tenderness, no bowel sound were present. There was no musculoskeletal or hematologic complaints. The patient's spine is straight, no evidence of kyphoscoliosis. There was no vaginal examination, no evidence of hernia. The patient's extremities revealed no edema or demonstrable nerve loss. There was no perirectal disease. The urinalysis from (B)(6) showed the dipstick was negative and a culture was taken. The interstim pain interrogation and turning off the interstim. The device was turned off and the patient plans to leave it in the off position and that should tell the hcp whether there is anything related to the activity of the prosthesis in regard to her pain. The patient noted she feels problem occurred after an automobile accident and that it has gotten worse. Impression bladder instability, urgency incontinence. The hcp saw on the patient on (B)(6) the hcp noted they were able to interrogate it, but it is variable. The hcp gave the patient a sheet on ic. The hcp noted the patient showed general appearance showed good nutrition with attention to grooming. The patient had no psychiatric complaints at the appointment. The patient was ordinate as to time, place, and person. The patient's abdomen is soft, without masses, no cva tenderness, no bowel sound were present. There was no musculoskeletal or hematologic complaints. The patient's spine is straight, no evidence of kyphoscoliosis. There was no vaginal examination, no evidence of hernia. The patient's extremities revealed no edema or demonstrable nerve loss. A urinalysis was done and showed the dipstick was negative and a culture was taken. The patient's vital signs were (B)(6), temperature (B)(6). Impression interstitial cystitis, interstim therapy, bladder instability, pelvic pain, urgency incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.